Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. After a guide wire crossed the lesion, pre-dilation was performed with a balloon catheter. A 16x3.50mm promus premier¿ stent was then advanced but it was unable to cross the lesion. Additional dilation was performed using a non-bsc balloon catheter, however the device was still unable to cross the lesion. Subsequently, double wire technique was performed, but the issue was not resolved. When the device was removed from the patient, it was noted that the proximal stent was lifted. The physician decided not to deploy the stent and the procedure was completed only performing plain old balloon angioplasty (poba) . No patient complications were reported and the patient's status was good.